Manufacturer narrative:
In response to FDA report number: mw5095933. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported via regulatory agency a left side "deflation", ¿hysterectomy and ovary removal¿ and ¿double mastectomy¿. Device has been explanted.